Manufacturer narrative:
Analysis confirmed the customer comment of a broken knob, the lower knob was pushed inside the device. It was additionally noted that the upper case was broken, one encoder knob was missing, the hanger assembly was broken, the display wires were pinched with the insulation exposed and an error was found in the logs. All found defective parts were replaced and all other identified issues were resolved. Inspected electrical and mechanical parts, re-calibrated and functionally tested. The device passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a broken knob. The generator was returned for service. There was no patient involvement.